Manufacturer narrative:
Product not returned for evaluation. Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope had video interference during procedure. The surgeon was able to complete the procedure by switching to a new scope. No negative impact in state of health reported.

Manufacturer narrative:
The initial MDR for this event is voided and will be reported under a new MDR number. Please see (MDR 1221826-2026-00286) internal reference number of (B)(4). This event is filed under internal complaint ID (B)(4).